Event description:
This is a follow up to report a change to brand from u by kotex regular tampons to sleek regular tampons with a verified recall lot code.

Manufacturer narrative:
Additional narrative: we have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in nuevo nogales.

Manufacturer narrative:
Recall lot code, tampon unknown investigation not complete. We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The consumer did not provide a brand; therefore, we are unable to provide an UDI number.  The reported brand name of this report is the default for when tampon brand is unknown. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated that the consumer reported the tampon fell apart and irritation.